Event description:
Additional information received from MFR. On 04/09/1999: based on the physical evidence, the leak was due to the crack in the yellow female luer fitting (y-fitting hub luer). While it is not possible to determine when the crack was created, it is likely that over tightening of the luer cap or pressure monitoring tubing during iabp may have resulted in the cracking of the luer fitting.